Manufacturer narrative:
D2a and d2b revised as they were entered incorrectly on the initial report that were submitted. E1 added initial reporter phone number as it was omitted from the initial report that was submitted. G4 revised as it was entered incorrectly on the initial report that was submitted. H6 code c20 was reported incorrectly on the initial report and it should of been c21. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Data review: the console logs from the complaint date were consistent with what was reported in the complaint. The logs showed a communication issue with the power battery manager (pbm) during the initial bootup. Due to the communication issue, the aic rebooted automatically (as designed) to attempt another power on. After rebooting, it displayed the "system self check failed" screen and was then forcefully shut down by the user. Device analysis: the console was sent back to field service for further investigation. The system self check failure screen was reproduced upon boot up during testing. Visual inspection confirmed the pbm corrosion which had impacted a neighboring rs232 communication channel between the pbm and 4-in-1. Root cause: the root cause of the ¿system self check failure¿ on the console was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history of the console.

Event description:
It was reported that during impella support, a controller error occurred. The automated impella controller (aic) alerted staff that the system self-check failed during startup. Power-cycling the battery did not clear the alert.

Manufacturer narrative:
E1. Initial reporter first and last name is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.